Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's eye. The lens was explanted because it was too long for the patient's eye. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation method: medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is most probably a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patients vision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).